Manufacturer narrative:
The customer¿s report that three secondary tubing sets had discoloration in the drip chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted separation at the engagements between the tubing and drip chambers¿ outlet ports. No other anomalies or damages were observed. Examination under magnification observed that the tubing had no solvent applied at engagements. Set 2 observed dark colored specks within the drip chamber wall. Functional testing was performed by priming set 2 and set 3 via gravity using a lab IV bag filled with water. Set 2¿s drip chamber was squeezed and vigorously shaken with the water contained. It was observed that the speck markings in set 2 remained affixed in the same location on the drip chamber. The fluid was then allowed to flow through set 2 with no contaminates exiting the set. Set 3 had primed successfully with no contaminates exiting the set. Further inspection was performed on set 2¿s drip chamber by cutting along the markings. It was revealed that the markings were not on the inner wall surface of the drip chamber but embedded within the drip chamber material, and therefore not within the fluid path. Set 3¿s drip chamber was also cut open to further inspect the plastic material. Further inspection revealed that the brown color are embedded within the drip chamber¿s wall and not within the fluid paths. Dimensional analysis was performed on the separated tubing and the inner diameter of the tubing was measured and found to be within specification. The root cause of the discolored drip chambers has been identified as being due to a combination of factors ¿ manufacturing of the tubing component, storage conditions above recommended temperature of the component, and sterilization process. The discoloration of set components after exposure to gamma irradiation during the sterilization process does not affect finished product safety or functionality. The root cause of the dark colored specks is directly related to the supplier molding process. The customer returned two of the four sets that observed separation at the engagement between tubing and the drip chambers¿ outlet ports. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error. A device history record for model ms3500-15 with lot number 19123102 was performed. The search showed that a total of 25,153 units in 1 lot number were built on (B)(6) 2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported from the oncology unit that three secondary tubing sets had discolored drip chambers. There was no patient involvement.